Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, the lp had premature separated from the delivery catheter. The lp was able to be successfully installed. The patient was stable.

Manufacturer narrative:
The reported events of premature separation was confirmed. As received, a catheter was returned in one piece. Final analysis found the tether control knob to be in the aligned position while the distal tethers were mis-aligned. Dimensional analysis was performed and noted the aligned/mis-aligned offsets were not in specification. No further anomalies were detected.